Event description:
A retrospective review was performed by agfa for events, from years 2012 to march 20, 2015, related to unexpected movement of dx-d600 systems. Vigilance activity to report identified events was implemented march 2015. The following event was identified and is being reported to the FDA. The dealer reported that even after an upgrade on the customer's dx-d600 system, to version 3.5, the movement in the manual mode is very difficult and several of the site customers complain about their back hurting due to the hard movement. A review of the log files and equipment was performed. Investigation by agfa and (B)(4), agfa's supplier, determined the problem was in the current software and was related with the control that the system makes of the use of the detents. Agfa has initiated the following corrective actions related to unintended movement of dx-d600 systems to address these types of unexpected movements. On july 2, 2014, vigilance activity was initiated to report corrections to FDA (FDA # z-2175-2014) for a mandatory software upgrade of dx-d600 full automatic systems to version 3.6 to prevent unexpected system movements. On december 15, 2014, vigilance activity was also initiated to report additional corrections to FDA in the same (FDA # z-2175-2014) to implement the mandatory upgrade of semi-automatic dx-d600 systems to version 3.6 to prevent unexpected system movements and to implement the mandatory upgrade of analog manual dx-d600 systems to an improved detent fixation. There were no reports of harm to any patients or users.

Manufacturer narrative:
.